Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to pain; progressive arthritis. Age at primary: (B)(6). Side: r. Primary asa: p3-incapacitating systemic disease. Revision njr index no: (B)(4). Sex: m. Primary bmi: (B)(6).